Event description:
Middle aged female with thyroid nodule. Performing a radio-logical ultrasound guided core biopsy. The biopsy needle working guide came apart. 2 sets used with the same lot # and came apart in the same fashion. A third device was used without problems. No known harm to patient. Please make note that 2 devices that malfunctioned with the same lot number. There was another incident that did the same thing the week before, but the device was not saved.